Manufacturer narrative:
Nellcor puritan bennett has requested the return of the npb200 pulse oximeter for failure investigation. Investigation of this complaint is in progress. A summary will be provided in a supplemental if any new significant information is learned.

Event description:
On february 1, 2007, nellcor puritan bennett received a report from a customer service representative of the provider that an npb200 did not alarm and a pt had expired. The sensor used was described as a ds100a. The pt was a female, was trached and in a nursing home at the time. There was no other information provided. On february 8, 2007, nellcor puritan bennett received further information from a respiratory therapist of the provider who reported that the pt had decannulated herself 4 times previously. The therapist reported that there was no physician order for the np3200 pulse oximeter and it was being used as a "nurse call system". The therapist stated that in her opinion the npb pulse oximeter was not being used correctly. No further information has been provided.